Event description:
It was reported that the support arm holding the patient circuit broke. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the replacement of the support arm by the third party company solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided photo confirmed that clamp of the support arm was damaged. The clamp mount is a part of support arm and is mounted directly to the servo device. The support arm serves to relieve the patient from the weight of the tubing system. The installation instructions for the support arm in the specification of the maximum capacity state how many kilograms can be loaded depending on the angle of use of the accessories (max. Approx. 3 kg). When moving the support arm or changing position, the patient connection should be observed to see that no pulling or other movement occurs. The support arm should not be used as a handle during transport. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to component failure of the clamp attachment of support arm. The UDI information is not available since the device was manufactured before 2015.